Manufacturer narrative:
The hospital has declined to have the injector checked by a medrad service rep. Medrad clinical support is scheduled to provide add'l applications training in dec 2007 at the site.

Event description:
The hospital reported approx 40-50ml of contrast media extravasated into the patient's right medial antecubital vein during an injection. The patient was sent to a surgeon and surgery was performed. The specific type of surgery that was performed and the current status of the patient is unk.